Manufacturer narrative:
Additional information received on january 19, 2016. The manufacturer received the device and the investigation is ongoing. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. One x-ray picture, operative reports of implantation and revision were received and will be reviewed within the investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient has a chrome/nickel allergy.

Manufacturer narrative:
Updates: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) female patient, (B)(6), with an anatomical inverse shoulder prosthesis underwent a revision surgery on (B)(6) 2016 due to loosening of the glenoid tm-baseplate and impingement. Review of received data: - two (2) x-rays were received for the investigation of the case. It was not possible to read the dates as the quality of the x-rays is low. It is observed that the glenosphere dislocated. The expected correct articulation between the glenosphere and the humeral plate is not present anymore. - implantation surgery report, dated september 23, 2015: pre-op diagnosis: advanced omarthrosis right. Operation: zimmer devices were implanted. No dislocation tendency observed. Revision surgery report, dated august 26, 2016: pre-op diagnosis: loosening of the device. Operation: joint is dislocated. Significant wear on the "plase" observed. Loosened glenoid fraction. All devices were revised with new implants. No dislocation tendency observed. Devices analysis: - visual examination: humeral cup with the insert and two screws with the locking caps were received for the investigation. The insert is observed to worn out significantly at the rim medially. Articulation side of the insert seems to be intact. Humeral cup does not have any deformation except some slight scratches which supposed to occur during the revision surgery. The received screws and the locking caps also do not show any deformation presence. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - it is noted in the surgical technique for anatomical should inverse/reverse trabecular metal under screw insertion section that :" do not aim the drill towards the central trabecular metal post. " conclusion summary: the investigation of the trabecular metal manufactured by zimmer inc., ((B)(4)) was done under the split case (B)(4) and it is demonstrated that during the surgery base plate was drilled towards the center, which is not allowed according to the surgical technique. It is assumed that this step resulted in an unstable base plate, which then dislocated after some time and subsequently the impingement with the humeral insert took place. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is use error - surgeon does not follow surgical technique. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device and investigation is in progress. One x-ray picture was received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an anatomical inverse shoulder system on (B)(6) 2015 on the right side. A revision surgery was performed on (B)(6) 2016 due to loosening of the glenoid tm- baseplate, due to impingement syndrome (event reported by zimmer (B)(6) for the glenoid tm-baseplate in the split case (B)(4)). This case at hands was opened due to wear found on the pe liner due to impingement.